Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to pain after report of patient fall. Intra-operatively, the post of the ps insert was observed to be sheared off. The patient's knee construct was revised to a total hinged knee. Rep confirmed there are no allegations against the revised femoral component or tibial baseplate. Rep also confirmed he may be able to provide primary usage. Otherwise, no further information will be released by the hospital or surgeon.